Event description:
An endeavor drug eluting stent was deployed at the distal circumflex for bail out after dissection occurred at target lesion due to pre-dilation balloon. One micro driver rx stent was deployed at first diagonal on the same day. The patient was discharged the following day. The 30 day, 6, and 9 month follow up patient was symptom free. It is reported that the patient was hospitalized 12 month post index procedure with septicemia. It is reported that the patient died 23 months post index procedure. It was reported that cause of death is unknown. It was reported that the causal relationship with the product, drug or procedure is unknown. Reference MFR report numbers 9612164-2011-01465.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). No device received for evaluation.

Event description:
Asa and plavix were discontinued approx 11 months post procedure.